Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "there was no loss of resistance on the lor when reaching 10 ml while searching for epidural space causing dura matter breach. After checking the lor on stock, it was observed that there was no loss of resistance on the lor when reaching the 10 ml. This caused delay in treatment and increase cost due to replacement." Associated complaints 3006425876-2025-00180, 3006425876-2025-00181 and 3006425876-2025-00179.

Manufacturer narrative:
(B)(4) the reported complaint of having issues with the lor syringe could not be confirmed based on the sample received. The customer returned one opened kit, and the visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. The returned lor syringe passed functional testing, including a leak test. Also, the returned lor syringe when compared to a lab inventory syringe had comparable resistance when sliding the plunger into the barrel of the syringe. A device history record review was performed on the lor syringe with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. Based on the functional testing, there was no issues found with the returned sample. No further action is required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "there was no loss of resistance on the lor when reaching 10 ml while searching for epidural space causing dura matter breach. After checking the lor on stock, it was observed that there was no loss of resistance on the lor when reaching the 10 ml. This caused delay in treatment and increase cost due to replacement." Associated complaints 3006425876-2025-00180, 3006425876-2025-00181 and 3006425876-2025-00179.